Manufacturer narrative:
An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). At this time, it is unknown what caused the instrument breakage to occur. A review of the site's complaint history identified that no additional complaints related to the product or the event were reported. No image or video was provided by the site for review. A review of the instrument log for the prograsp forceps instrument (470093-11; n102001020030) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2020 and had one life remaining. This complaint is being classified as a reportable malfunction event due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required after a piece of the prograsp forceps broke off and fell inside the patient. However, unintended fragment(s) falling inside the patient may cause or contribute to an adverse event and require surgical intervention.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instrument broke inside the patient. The surgeon was using ultrasound and when he went to move the prograsp forceps instrument, it would not move. The tip broke in a way that it was unable to be removed from the trocar. The entire trocar was removed along with the instrument. Fragments fell inside the patient, however, the surgeon retrieved all fragments. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument broke at the shaft location and a piece of the shaft fell inside the patient. The prograsp forceps instrument was not grasping tissue and it is unknown how it broke. No instrument collision was reported. There were no post-operative tests performed. The surgeon irrigated everything out at the end of the procedure. The robotics coordinator confirmed that all fragments were retrieved and there was no patient injury. The robotics coordinator stated that they took pictures and have the instrument, but according to her leadership team and risk management, she is not allowed to share images from the event yet and she cannot disclose patient demographic information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "tip broke." The instrument was found to have the main tube broken. A piece measuring proximately .143¿ x .315¿ was not returned with the instrument. This failure is most commonly caused by mishandling/misuse. The instrument was also returned with the seal and cannula stuck on it. Based on the information provided at this time, this complaint is being classified as a non-reportable event. Although this event involved fragments falling inside a patient, they were successfully retrieved with 1) no lasting permanent impairment of a body function or permanent damage to a body structure occurred and 2) no evidence of device malfunction supported by failure investigation confirming that the cause of the instrument breaking was mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.